Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a device change. Upon changing the device, the right ventricular lead was oversensing and impedance values were fluctuating. The physician noticed and insulation breach. The lead was capped and replaced. The patient was stable post-procedure.